Event description:
Percutaneous coronary intervention (pci) was performed in the left circumflex (lcx) artery. The lesion was 90% stenosed, and was moderately tortuous. Predilatation was performed with a balloon. A stent was implanted in the distal lcx and an intravascular imaging catheter (ivus) was used successfully to confirm the stent placement. The case was complete therefore, the physician attempted to withdraw the ivus catheter and the guidewire together, but was unable to do so. The stent had become damaged and was removed surgically along with the ivus catheter and the guidewire. Due to the difficulty of removing the devices, ventricular fibrillation occurred and direct current treatment was performed. The patient was reported to be ¿recovered¿.

Event description:
Percutaneous coronary intervention (pci) was performed in the left circumflex (lcx) artery. The lesion was 90% stenosed, and was moderately tortuous. Predilatation was performed with a balloon. A stent was implanted in the distal lcx, and an intravascular imaging catheter (ivus) was used successfully to confirm the stent placement. The case was completed, therefore, the physician attempted to withdraw the ivus catheter and the guidewire together, but was unable to do so. The stent had become damaged and was removed surgically along with the ivus catheter and the guidewire. Due to the difficulty of removing the devices, ventricular fibrillation occurred and direct current treatment was performed. The pt was reported to be "recovered".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in this lot.only a 2.1 cm section of the catheter distal tip was received along with three photos. The returned photos show the distal tip section entangled with the stent, with a guidewire inside the port section of the distal tip. The fracture location of the distal tip section was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, the site appears to have some necking, some areas of elongation and some areas of pinching. Follow up responses received indicated that after several attempts to free the device this section had to be cut by the user during surgical removal, which is consistent with the sem analysis. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings:do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications.if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications.when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation.when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel.inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment.additionally, the dfu lists device entrapment requiring surgical intervention as a risk involved in vascular imaging that may occur at any time with varying frequency or severity.the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use.based on the analysis of the returned device and photos, the event description, dfu review and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
New code request has been submitted for stuck in stent.